Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a "downstream occlusion high" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Downstream occlusion testing was performed, and the flow line of the device was found to be within specification. A service history review revealed the current issue does not appear as a repeat service event but the direct cause of the current issue was serviced in the last return cycle and the force sensor was calibrated. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.